Manufacturer narrative:
Cpi analysis of the lead, model 4269 found that the conductor resistance test, hipot test, air pressure test, and stylet insertion test passed. Puncture holes were noted in the insulation but were considered to be induced damage from the explant procedure. Cpi analysis of the ipg found that the device passed automated electrical measurements and paced and sensed normally during all tests. The unit had ventricle and atrial output pulses, both unipolar and bipolar, that were within specfication. The unit passed manual sensing tests. The ipg meets specfications, therefore cpi could not confirm the allegation.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting ventricular loss of capture after implant. An invasive procedure was performed to analyze the system. The physician elected to cap the ventricular bipolar lead, model 4285, sn 215397 and replace it with a bipolar lead model 4269, sn 251831. Inhibition with lead manipulation was observed when placing the system back in the pocket. The physician then elected to replace the ipg with a new model 950. Inhibition with lead manipulation was again observed when the physician placed the new system back into the pocket. After several minutues no further issues were observed and the pocket was closed. On 6/17/97 an invasive procedure was performed to remove the bipolar lead model 4269, sn 251831 for loss of capture in ventricle due to lead dislodgement.